Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that patient experienced such severe visual impairment after the cataract surgery. The current outcome of the corneal edema was resolved.

Event description:
A physician reported that ophthalmic system and handpiece displayed error message and patient had corneal edema after the combined cataract and vitrectomy surgery. The reporter stated that corneal transplant will be necessary for the patient. Patient details unknown at this time. It was unknown whether the patient received medical intervention or hospitalized or not. The current outcome of the patient symptom was continuing. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.